Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low flow of 0.0 lpm. The nurse removed the fluid delivery line and put the device into manual mode. While replacing the pads one by one, the flow rate increased at first and then started dropping again. The nurse then swapped the pads out for a new set of small pads and the flow rate increased to the 3 lpm range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low flow of 0.0lpm. The nurse removed the fluid delivery line and put the device into manual mode. While replacing the pads one by one, the flow rate increased at first and then started dropping again. The nurse then swapped the pads out for a new set of small pads and the flow rate increased to the 3lpm range.